Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that she had suffered a hypoglycemic event. Pt attempted to treat her hypoglycemic episode, but was not able to recover fast enough and had to call paramedics. Paramedics treated pt with a sugar gel. At the time of her call to dexcom technical support pt was feeling fine.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.